Event description:
Family member of home pt (hp) reports calling baxter's tech service center for assistance in ending treatment during fill 5/6. Family member reports hp was experiencing shoulder and stomach pain. Family member reports hp left the white clamp on the pt line of the homechoice set closed during prime. Family member reports hp went to emergency room and was given an x-ray which confirmed the presence of air under the diaphragm. Rn reports hp was subsequently treated with morphine IV for pain, dosage unk. Family member reports hp has been re-trained on proper procedures and has "learned the lesson". Family member reports pain has subsided on its own.